Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous part of the distal lad. The balloon of the device could only be inflated at the distal part and could not be fully expanded. The leak from the tip was observed through the angiographic imaging. The device was removed from patient's body, and another orsiro mission was used to complete the procedure.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon has partially been inflated and is thus not well folded anymore. The stent was not returned. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered on the balloon. During an inflation attempt, the balloon opened but did not hold the pressure. Water was seen leaking from the device tip and from the guide wire exit port. Dissection of the device and subsequent microscopic inspection of the inner shaft revealed a bulge leading towards a tear about 6 mm proximal to the distal x-ray marker. Another bulge in the inner shaft was observed about 25 mm proximal to the proximal balloon weld. Insertion of a reference guidewire showed that the bulges and the tear were induced from the inside, most likely by a hard, sharp-edged object such as e.g. A damaged guidewire. The guidewire used in the intervention was not returned. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections, each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. It should be noted that the IFU advises the user to not inflate the balloon if a vacuum cannot be held as this indicates a leak in the delivery system.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous part of the distal lad. The balloon of the device could only be inflated at the distal part and could not be fully expanded. The leak from the tip was observed through the angiographic imaging. The device was removed from patient's body, and another orsiro mission was used to complete the procedure.